Event description:
Information was received indicating that a smiths cadd-legacy plus pump has stopped working with the medication still in the cassette. The remaining therapy was provided using a new pump.